Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 32-year-old female patient who had essure (batch no. 507002) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: atrovent, xanax and clomipramine. Concurrent conditions included depression, gonorrhea, degenerative joint disease, uterine fibroid, vitamin d deficiency, anxiety and chronic obstructive pulmonary disease. Concomitant products included diazepam, diclofenac, fluoxetine hydrochloride (prozac), hydrochlorothiazide, intrauterine contraceptive device (iud nos), medroxyprogesterone acetate (depo-provera) and oxycocet (percocet). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and menometrorrhagia ("menometrorrhagiaia"). In 2009, the patient experienced migraine ("migraines/headache") and headache ("headache"). On an unknown date, the patient experienced weight increased ("weight gain"), back pain ("back pain / back problems"), swelling ("swelling,") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy / surgery to remove the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, migraine, menometrorrhagia and abdominal pain was resolving, the weight increased, swelling and headache outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, swelling, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2009: discrepancy noted. Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs received - new events "headache" was added. Lab data was added. Historical medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 32-year-old female patient who had essure (batch no. 507002) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, gonorrhea, degenerative joint disease, uterine fibroid, vitamin d deficiency, anxiety and chronic obstructive pulmonary disease. Concomitant products included diazepam, diclofenac, fluoxetine hydrochloride (prozac), hydrochlorothiazide, intrauterine contraceptive device (iud nos), medroxyprogesterone acetate (depo-provera) and oxycocet (percocet). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 1 year 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and menometrorrhagia ("menometrorrhagiaia"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), back disorder ("back problems"), swelling ("swelling,"), migraine ("migraines/headache") and abdominal pain ("abdomen pain"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, menometrorrhagia and abdominal pain was resolving, the weight increased, back disorder and swelling outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, back disorder, dysmenorrhoea, menometrorrhagia, menorrhagia, migraine, pelvic pain, swelling, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 30-mar-2018: pfs and medical record received- lot number, reporter information, patient details, other relevant history, product information, concomitant drugs, abnormal bleeding (vaginal)). Menorrhagia, migraines, headaches, dysmenorrhea (cramping)),menometrorrhagiaia, abdomen pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 32-year-old female patient who had essure (batch no. 507002 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: atrovent, xanax and clomipramine. Concurrent conditions included depression, gonorrhea, degenerative joint disease, uterine fibroid, vitamin d deficiency, anxiety and chronic obstructive pulmonary disease. Concomitant products included diazepam, diclofenac, fluoxetine hydrochloride (prozac), hydrochlorothiazide, intrauterine contraceptive device (iud nos), medroxyprogesterone acetate (depo-provera) and oxycocet (percocet). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and menometrorrhagia ("menometrorrhagiaia"). In 2009, the patient experienced migraine ("migraines/headache") and headache ("headache"). On an unknown date, the patient experienced weight increased ("weight gain"), back pain ("back pain / back problems"), swelling ("swelling,") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy / surgery to remove the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, migraine, menometrorrhagia and abdominal pain was resolving, the weight increased, swelling and headache outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, swelling, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: discrepancy noted. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality department mentioned that the reported lot number 507002 was invalid. FDA codes were added. No follow-up ptc investigation will be provided incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), back disorder ("back problems") and swelling ("swelling,"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, back disorder and swelling outcome was unknown. The reporter considered back disorder, pelvic pain, swelling and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.